Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined

Event description:
Related manufacturer reference number: 3006705815-2020-01011. It was reported that physician was not able to implant the replacement leads due to patient¿s anatomy and scar tissue. As a result, procedure was abandoned.